Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 03/23/2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the continuous glucose monitor (cgm) was displaying 60mg/dl, felt symptoms of hypoglycemia and when they took a finger stick reading their blood glucose (bg) value was 43mg/dl. The patient treated herself by drinking juice and grape sugar which brought her bg levels to a stable range. The patient believed that the values were inaccurate; however, the values the patient provided were within range and the patient was educated the 20/20 rule and calibrations. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.